Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high defibrillation threshold (dft) test. Additional information was received indicating that multiple shock was delivered and failed to convert ventricular tachycardia (vt)/ventricular fibrillation (vf). No additional adverse patient effects were reported.